Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for atrial fibrillation (af) with rapid ventricular response which the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular tachycardia (vt). Possible intermittent right atrial (ra) lead undersensing was noted on the stored egms. The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.